Manufacturer narrative:
Device used for treatment, not diagnosis. Patient ID - case (B)(6). Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn.

Event description:
It was reported that a cannulated screw thread unraveled and came off the shaft during a metatarsophalangeal fusion surgery. As the surgeon was tightening the screw, fragments began to fall off the screw. The surgeon removed all the fragments and replaced the screw with a new one. Completion of the procedure was delayed by 35 - 60 minutes. It was reported that the surgery was completed successfully. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: device is used for treatment, not diagnosis. The returned screw is in three pieces. Two of the pieces are sections of the peeled thread. Threads are completely peeled. The 3rd piece is the head end with the shaft and a small portion of the threads (2 revolutions). The thread profile, thread major diameter and thread minor could not be checked due to damage on the 2 returned pieces with peeled threads. There are not enough threads on the piece with 2 revolutions of threads to check features with any confidence. The cannulation could not be checked due to debris/material inside cannulation. The product drawing was reviewed during this evaluation. The screw is made from 316l stainless steel which is an appropriate material for a cannulated screw. The cannulation is necessary to provide precise screw placement via a 1.25mm guide wire. The design is adequate for its intended use and did not contribute to this complaint condition. It was noted that the patients bone was dense but not mentioned if predrilling was done, which is specified in the technique guide if the patient has dense bone. The design is adequate for its intended use and did not contribute to this complaint condition.